Event description:
While preparing the lipids I noticed the lipids were leaking from underneath the drip chamber where it meets the tubing. I had to throw away the tubing and use new tubing (unsure if lipid bag will now last 24 hrs as large amount was lost due to priming through tubing and now having to throw it away).